Event description:
Chest tube broke upon removal by physician leaving approx. Six inches in the pt; removed under fluoroscope with hemastat. Another chest tube was placed after removal of fragment without incident and with minimal risk to the pt. 8/17/94 received copy of letter from co to FDA with test results of tube that was sent to co for eval. Evidence of breakage across from most proximal drainage hole "probably due to nick or puncture of the tube". Info shared with safety committee and vp of medical affairs to share with inserting surgeon.